Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 25-june-2026, it was reported by a sales representative via (B)(4) that an ar-12990n scorpion needle broke inside the patient. Noticed during a case with no patient harm, but piece still remains in patient.